Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/11/2020. Additional information: d9, h6, h3 evaluation: an opened foil packet, a paper folder with product were returned for evaluation. During the visual inspection of sample, several wrinkles and twenty holes could be observed on foil packet, the holes appear to be caused from outside to inside and on the wrinkles. The mesh was examined and was not observed with damaged or degradation. Per the condition of the sample received, it was suggest excessive manipulation of foil packet. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that the mesh was used prior to an unknown procedure on an unknown date. It was reported that the ultrapro mesh showed perforation of inner packaging. It was reported that the sterility might be compromised. There were no adverse patient consequences reported.